Event description:
(Reference voluntary report # (B)(4)) the technician were reported as turning on the gas cylinder (presumably opening the valve on the cylinder) when a fire occurred. The oxygen regulator, as shown in photos provided by the reporter, appears to have been damage in the fire. The sequence of events resulting in the fire are unknown. Additional information has been requested.